Manufacturer narrative:
Submit date on: 04/25/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the unit displays an error code 8. The unit was sent to a covidien service center for repair. Upon triage, a service tech found that there are exposed copper wires on the power cord and there is also signs or arcing.